Event description:
Spontaneous: patient's spouse reported that 1 of the nivestym prefilled syringes already had the needle guard activated upon receipt, and therefore is unusable. No adverse event due to defective device. No missed dose, unknown if product on hand for return. No further information available. Reported to (B)(6) by: patient/caregiver.